Event description:
It was reported that stent damage and insufficient stent apposition occurred. The target lesion was located in the circumflex (cx) artery. A 4.00x32mm promus premier¿ stent was prepared to treat the lesion. During advancing, the physician noted that the stent was too long, so the device was removed from the vessel. While removal of the device from the ostium of the circumflex, it was noted that the proximal edge of the stent struts crimped off upon itself and 5-6mm proximal portion of the stent struts were ballooned. At this point, the physician deployed the stent at the ostium of the circumflex. Since the stent did not expand very well, the physician placed another 4.0x16mm promus premier¿ stent within the 4.00x32mm promus premier¿ stent to cover the proximal area. The physician then deployed another 4.0x12mm and 3.5x12mm promus premier¿ stent to treat the distal lesion and the procedure was completed. No further patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).